Event description:
Boston scientific received information that this epicardial lead in association with the cardiac resynchronization therapy defibrillator (crt-d) did exhibit pace impedance greater than 2,000 ohms during implant testing. Subsequent testing at the post-operative check showed that impedance values had come down to within normal limits. Thresholds were also noted within normal limits. The physician determined to leave the system intact. There were no adverse patient symptoms.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. If new information were to become available, this report will be further evaluated and updated.